Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant, the lead was stuck inside the introducer. As a result the lead was being pulled back. The physician unscrewed the helix, finished peeling the introducer and repositioned the lead with success. No patient complications have been reported as a result of this event.